Manufacturer narrative:
The handpiece and datacard logs were returned for evaluation. Based on the evaluation of the data, the handpiece and system performed as expected. Datacard logs showed no issues with cryogen delivery during treatment but with customer technique. Errors 131-136 are user technique errors where the user did not maintain constant force until the tone ended (until the end of post cool state). Evaluation of the handpiece could not verify customers complaint. Cryogen came out of the handpiece properly and within specifications. No treatment tip was returned for evaluation. Based on the available information, blisters are a known possible reaction to thermage cpt treatment. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate. Trending will be performed to monitor this issue.

Manufacturer narrative:
The thermage treatment tip was discarded by the customer and could not be evaluated. The handpiece was evaluated and it was found that the cryogen came out of the handpiece properly and was within specifications. There was a rattling found in the connector shell and the base of the shell connector was broken. The nosepiece was also loose. The complaint could not be verified. The data logs were reviewed: based on the evaluation of the data, the handpiece and system performed as expected. The plant evaluation is underway.

Event description:
A user facility reported a blister to the right lower eyelid of their patient. Cloderm cortisone cream and aquaphor were used to treat this and the patient has healed without evidence of any scar and it was noted that the patient has healed. It was reported that the cryogen did not appear to be coming out of the handpiece. Plastic eye shields were used and no other treatments (besides thermage) were being performed in the same area where the symptoms were reported. The patient hasn't undergone any other treatments in the same symptom area within the past 30 days. The incident occurred at 250 reps and the highest energy level used was 2.5. The tip attachment was not being read at one point and the tip had to be reattached. Solta medical croygen and coupling fluid used during this treatment and the area was fully covered with coupling fluid. The treatment tip surface was inspected prior to use and nothing unusual was noted. Did you the treatment tip surface was re-inspected during the treatment at about every 100 pulses. This was the first time this treatment tip was used.